Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that all chemistries on the cc (cartridge chemistry) side of the unicel dxc 600 synchron system were failing calibration. Customer reported that the tdm (therapuetic drugs), tbil (total bilirubin), dbil (direct bilirubin), amm (ammonia), and fe (iron) did not calibrate. Customer reported that there was fluid on the reaction wheel cover in the well under the sample probe. Customer reported that there was a leak of clear unknown fluid about 3 ml. Customer reported that the leak was contained in the small drip portion of the reaction wheel cover. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) flushed probe a. The fse replaced the t-valve assembly and the hamilton 4-way valve.